Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for physical evaluation (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been reported by the importer on MDR# 2951238-2021-00393.

Event description:
It is reported by the customer, an unspecified time after a procedure using one of their 10 bronchoscopes, preliminary findings of fungal culture specimen collected from the patient via bronchoalveolar lavage (bal) from right middle lobe (rml) of lung shows: scant growth gram positive branching rods suggestive of aerobic actinomycete (originally reported as mold). It is unknown what treatment the patient required as a result. The patient¿s current condition is unknown. The customer states that it is not known which of their 10 bronchoscopes was used in the case, as the surgery staff did not document this information in the procedure record. For this reason, the customer is requesting all 10 bronchoscopes be evaluated to determine if any of them are potentially a contributing factor to the positive patient culture. Additional details regarding the patient and event have been requested. At this time, no further details have been provided. Case with patient identifier (B)(6) reports a bf-xp60. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-n20. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-n20. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-xp60. The customer further reported that they had been sending their scopes to (B)(4) for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation results on foreign material in response to CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was foreign material at the biopsy; however, the specific material could not be identified. It is likely that the foreign material was not removed due to physical damage of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was sent to a third party testing facility where bacillus megaterium was detected from the biopsy channel and suction channel, fungi were not detected. The device was evaluated where it was found that the bending section cover and glue was non-olympus, there was restriction in the forceps and brush passage due to a kink, the image focus was off, the camera switch was not working, the bending section and insertion tube were dented and non-olympus, the light guide tube was non-olympus, and the eyepiece body was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relation between the scope and the patient infection cannot be specified. However, the damaged biopsy channel and suction channel, and third-party repair, was confirmed. A definitive root cause cannot be identified. The following is included in the instructions for use (IFU): IFU warns on inappropriate reprocessing as follows: "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." IFU ¿3.3 inspection of the endoscope¿ instructs the following on inspection prior to use: "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." IFU ¿3.8 inspection of the endoscopic system/ inspection of the instrument channel¿ instructs to confirm smooth passage of forceps at inspection prior to use: IFU forbids third-party repair as follows: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.